Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 200 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl with trace ketones. Cause was not known. Reportedly, customer continued using pump for insulin therapy.